Manufacturer narrative:
Conclusion of cer 110036: investigation ongoing.

Event description:
The following was reported to the hamilton medical ag: original complaint: information from (B)(6) (2023.3.22) we have received a complaint report that in cases where the tube connector on the back of the hamilton-c6 main unit is loose in the hamilton-c6 4428 intellicuff kit, the monitor display value may exceed 50 compared to the set cuff pressure of 25 cmh2o. The reason why the connector came loose is unknown. We are required to accurately confirm and report the situation and consider countermeasures. We would appreciate a response on this matter. Complaint summary: hamilton-c6 alarms with "cuff leak" due to disconnected intellicuff pressure tubing (pn 160899).